Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 560092 / 5060525, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient noticed that a small amount of clear liquid was seeping from the ipg incision site. The physician believed that the patient developed an infection. The patient was placed on antibiotics. The patient underwent an explant procedure. The patient was doing well postoperatively.